Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient involved in a clinical trial underwent a breast surgery with implantation of an unknown mentor gel implant prosthesis. Post-operatively, the patient was reported to have fluid around her left breast implant. As a result, aspiration of the fluid using radiological imaging methods was conducted and pathology for alcl was negative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received two devices related to this complaint. As both devices did not have any lot numbers and were within wear, the affected device could not be identified. As such an evaluation was performed on both devices. This report is to include an evaluation on one device designated as device a. On (B)(6) 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noticed within the siltex cracking, measuring approximately 0.3 cm. Refer to manufacturing report number 1645337-2022-07635 for the contralateral device evaluation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor was provided with a date of explantation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).